Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level ranged from 171-177 mg/dl. In addition, it was reported that the touchscreen was intermittently unresponsive. The customer continued using the pump for insulin therapy.